Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that if they move their foot a certain way it makes the last 4 toes curl. Patient services reviewed positional changes can affect stim sensation. The patient said they have decreased stim. The patient said they have tried multiple programs. The patient said the device helps with symptoms for awhile then the urgency and "squirting pee" comes back, so they increase stim. Symptoms are good for while then they return and patient has to adjust stim again. Patient services reviewed patient was doing the right thing by adjusting stim when symptoms return. Patient services reviewed max amplitude setting. Additional information was received from the patient. They called back to report they continued to have therapy concerns where they would increase amplitude, but over time their urgency and urination would get worse again. They also noticed about a couple weeks ago, that their ins battery started discharging more quickly. They would previously charge the ins weekly, and then they started to notice the ins would turn off before they would get a chance to charge. It continued to decline to the point where they would charge on friday, and by tuesday, therapy would be off and the battery below 10%. They did not have their external devices with them, but believed they were presently on program 3 with amplitude at 5.2 volts. When asked if the battery longevity between charges declined as they increased amplitude, the patient indicated no; there was no rhyme nor reason for it. They denied falls/traumas, but reported they had an endoscopic back surgery on july 9th at "l4 l5," where they removed parts of bone and cleaned it up. They were currently an in-patient in the hospital for unrelated reasons and did not have access to the external devices. It was recommended they follow up with their managing physician when they were able to address their therapy and recharging concerns.